Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 139.0 and 139.5 cm from the proximal end. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the returned ruby coil lp revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device. Forcefully advancing the device against resistance likely contributed to the kinks in the pusher assembly. During functional testing, the ruby coil lp was unable to advance from its returned position. Therefore, the device was retracted from the introducer sheath; however, the device could not be re-sheathed properly due to the kink in the pusher assembly. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the phrenic artery using ruby coil lps and a non-penumbra microcatheter. During the procedure, the physician successfully implanted five ruby coil lps in the target location. While attempting to advance a ruby coil lp, the physician was unable to advance the coil past its initial position within its introducer sheath. It was also reported the physician tried to pull the coil back and re-advance without success. Therefore, the ruby coil lp was removed. The procedure was completed using eleven additional ruby coil lps there was no report of an adverse effect to the patient.